Manufacturer narrative:
Device was received with normal operating currents. Also passed self test, unexpected restart error test, rewind test, basic occlusion test and displacement test. Device was unable to prime at 2.5 pounds during prime test due to faulty force sensor resistor. Unable to test for excessive no delivery alarms due to prime anomaly. No motor error alarm noted. Motor was tested outside of the device and passed. Device had minor scratched lcd window, scratched case, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 346 mg/dl. During troubleshooting, device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.